Event description:
It was reported through litigation process that sometime post a port placement for the treatment of cancer, the patient allegedly developed with infection and skin erosion at the port site. It was further reported that the port was removed. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 02/2023) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime later post port placement for the treatment of cancer, the patient allegedly developed with infection and skin erosion at the port site. It was further reported that the port was removed. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Medical records alleged that the patient underwent port placement procedure. Approximately after two months twenty-six days later patient underwent port removal procedure for infected port. Patient developed an infection and eroded through the skin. Removed the entirety of the device and closed the catheter site with suture. Then excised portions of the previous capsule to help with wound closure and irrigated the wound with betadine. Port culture and catheter tip culture was sent. Approximately three months twenty-five days post removal patient underwent bilateral salphingo-oophorectomy/lysis of adhesions using the da vinci surgical system. Approximately after two months eighteen days later patient underwent bilateral breast reconstruction with placement of breast implants and placement of incisional vac on right and left reconstructed breast incision. Therefore, the investigation is confirmed for the reported skin erosion. Furthermore, clinical conditions alleged in the complaint can be confirmed. Based upon available information, the definitive root cause was unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: (expiry date: 02/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.